Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 1.1 mmol/l and 1.3 mmol/l (system 1) and 3.9 mmol/l (system 2). No adverse event was reported. No remaining strips were available; therefore, no product could be requested to be returned for product evaluation.